Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement procedure the pump was noted to be leaking at the pump segment and they wanted to replace it. Additional information received later the catheter was partially removed. Drug delivered via the device was morphine. Patient had no symptoms. Patient outcome was unknown at the time.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# j94137460, implanted: (B)(6) 1994, explanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2013,product type: catheter . Supplemental filed with valid serial number of devices. Corrected information: the initial MDR was filed as manufacturer¿s report # 3007566237-2013-02180. Additional review indicated the correct manufacturing site was site # 3004209178.